Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. There was no separation of the guide wire coils from the core noted as reported. The outer braid coils were stretched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The end of the supracore guide wire started to unravel. An unspecified catheter caught on the guide wire outer braid at the level of the weld and stripped it off the mandrel. The guide wire coils separated from the core in the mid part of the guide wire while inside the sheath. The core remained strong with no separation. No force was used. No additional information was provided.